Event description:
It was reported that a perforation occurred during use of a xience v stent. Two graftmaster stents were implanted, but did not completely cover the perforation. The patient subsequently died. In the first week of (B)(6) 2010, severe stenosis was observed in the patient's right coronary artery and was treated medically. On (B)(6) 2010, the patient presented again with chest and arm pain, mild elevation of troponin and EKG changes and was taken to the cath lab for percutaneous coronary intervention. An attempt was made to direct stent the posterior diagonal (pda) and posterolateral branch, but non-abbott stent would not pass the proximal portion of the rca. Several pre-dilatations were then performed with 3.0 x 20 and 2.5 x 08 voyager balloons. A 3.5 x 28 xience v stent was deployed in the proximal right coronary artery (rca), but it did not cover the whole rca. Three additional 3.0 x 12 mm xience v stents were deployed in the mid rca, reducing the stenosis to 0%. After the 3rd 3.0 x 12 stent was deployed a perforation was observed in the mid rca. A 3.0 x 12 graftmaster stent was deployed in the area thought to have the maximum of the perforation. It helped seal a significant amount of the leakage, but there was still proximal leakage; therefore, a 3.5 x 19 graftmaster was deployed. It also helped, but did not completely seal the perforation. At this time there were some equipment problems and the x-ray equipment shut down at least 3 times, having to wait 2-3 minutes for the equipment to come back.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. Dilatation catheter: voyager 2.5x08, 3.0x20 (x2); maverick 3.0x15 guide wire: whisper stent: cypher 2.5x13; xience 3.5x28 (1009541-12,unk) graftmaster(12744-12,418345) and the xience v (1009541-12,unk) are being reported under separate medwatch report numbers. The patient started having thrombosis into the mid rca, thought to be due to poor outflow due to severe stenosis of the distal rca as well as the pda and posterolateral branch. A thrombectomy device was needed at this point, but a complete equipment failure occurred. An intra-aortic balloon pump was placed (without fluoro or x-ray machine) and venous access was established for placement of a pacemaker. After 10 minutes without equipment, the patient became hemodynamically unstable and CPR was started. The thrombectomy device was then used in the rca which was totally occluded and flow was established into the rca and pda; however, the patient continued to be hemodynamically unstable and continued to be in ventricular arrhythmia. Pericardiocentesis was performed, but it was unclear if the blood was in the pericardium or not. Resuscitation continued for three and a half hours, but the patient did not recover and probably had a stunt myocardium. The physician further states that the 2 graftmaster stents sealed the leakage up to 95 %, and he feels the failure of the equipment in a very critical time contributed to the stent thrombosis. No additional information was provided.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because cracked display was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% inspected for stent and foil damage as well as proper stent placement. Additionally, a sampling of units is destructively tested to verify proper stent deployment including visual inspection for foil damage. A review of the finished product device history record revealed no nonconforming material records associated with this lot that could have contributed to this report. Based on the reported information, significant disease and recently implanted stents may have prevented adequate vessel wall apposition to properly seal the perforation. However, as this cannot be confirmed, a conclusive cause for the reported leak cannot be determined. Due to the inherently serious and emergent use of the graftmaster device, the perforation and/or the failure to seal a perforation may possibly result in cascade of patient effects (thrombosis, hypotension, ventricular tachycardia (vt), and cardiac arrest) and additional non-surgical treatments (thrombectomy, pericardiocentesis) which ultimately lead to death, as in this case. Thrombosis, death, hypotension, arrhythmias (including vt) and death are known adverse events as listed in the graftmaster otw instructions for use. In this case, the physician stated that the graftmaster stents sealed the leakage up to 95% and it is possible that poor outflow due to severe stenosis in the distal vessels or failure of the x-ray equipment in a very critical time may have contributed to the stent thrombosis. A conclusive cause cannot be determined for the reported patient effects and their relationship, if any, to the device. In this case, although a conclusive cause cannot be determined for the reported complaint, there does not appear to be any indication of a lot-specific product quality deficiency.